Manufacturer narrative:
In this incident, a proultra tip #5 separated outside of a patient's mouth. Though there was no report of patient injury (as no patient was directly involved in this event), there have been previous reports of this malfunction that necessitated medical/surgical intervention to preclude permanent impairment of a body structure or function (though such intervention is inadvisable per expert opinion provided by dr.). The device was returned, visually inspected, and found to have separated approximately 14.5mm from the bend. No visual defects were noted.

Event description:
It was reported that a proultra endo tip separated outside of a patient's mouth. No patient injury resulted as no patient was directly involved in this event.